Manufacturer narrative:
Additional information: it was also reported that a spectrum infusion pump experienced a system error 341. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found in specification in relation to the reported ¿unit shut off by itself¿ which was not reproduced. Improper shutdown! Messages were verified through a review of the event history log (ehl), however the ehl indicates that all power was disconnected from the pump and does not indicate that the pump powered off on its own. The device passed all functional testing and no correction was required. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found in specification in relation to the reported ¿upstream occlusions when there are none¿ which was not reproduced. Upstream occlusion! Messages were verified through a review of the event history log (ehl), however the ehl cannot be used to distinguish between true and false alarms and the device was tested with passing results. The device passed all functional testing and no correction was required. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found in specification in relation to the reported ¿air in line alarms¿ which was not reproduced. Air in line! Messages were verified through a review of the event history log (ehl), however the ehl cannot be used to distinguish between true and false alarms and the device was tested with passing results. The device passed all functional testing and no correction was required. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found in specification in relation to the reported system error 341 alarm which was not reproduced. A single occurrence of system error 341 was verified through a review of the event history log. The device passed all functional testing and no correction was required. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input, displayed a false upstream occlusion message and displayed the air in line message. There was no known patient injury or medical intervention associated with this event. No additional information is available.